Manufacturer narrative:
H3: 81 other - the suspect device was not returned for evaluation. The unit was not returned; therefore a definitive root cause could not be determined. However, the client said that the unit passes the calibration and the vent passes the extended systems test (est) in all other modes, and that it was unable to reproduce this issue. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire medical that the avea ventilator is showing 100% leak when in ncpap (nasal continuous positive airway pressure) mode. Furthermore, there was no patient harm associated with the reported event.